Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery bifurcation using penumbra smart coils (smart coils). During the procedure, the physician felt resistance and was unable to advance a smart coil into the target aneurysm and, therefore, the smart coil was removed and re-sheathed. The physician then used a guidewire to reposition the non-penumbra microcatheter in the target location and re-attempted to place the same smart coil. However, the smart coil was unable to advance within its introducer sheath and was again removed. The physician was unable to find anything abnormal about the smart coil upon inspection but was still unable to advance the smart coil. The procedure was therefore completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked approximately 8.0, 11.0, 17.5, 54.0, 60.0, 89.0 and 125.5 cm from the proximal end. The embolization coil was intact with the pusher assembly distal detachment tip (ddt). Offset coil winds were present throughout the embolization coil. Conclusions: evaluation of the returned smart coil revealed offset coil winds. If the device is advanced against resistance, damage such as offset coil winds may occur. The offset coil winds likely contributed to the resistance experienced during subsequent attempts to advance the smart coil within its introducer sheath. Further evaluation revealed pusher assembly kinks. These kinks were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.